Event description:
Dir of pharmacy reports one pca ii pump in which an overinfusion of morphine occurred during pt use. Reporter stated that the far left side of screen does not display. Reporter stated, "supposedly, this pump infused 30 cc to a female pt in 2 hours." "When I press the history, I cannot see all the info." Concentration 1 milligram per mil, dose 2 milligrams, rate was 8 minutes delayed. Basal 1.2 milligram per hour. Customer reports that the screen is "blacked out" on the left side only. The customer also reports a constant audible alarm on the pump with flashing lights. Although attempts were made by baxter to obtain additional info from the reporting facility, no further details were available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is available.